Event description:
A surgeon implanted the express mini glaucoma shunt device in pt's left eye in 2003 with no complications. The surgeon reports that the device rotated such that the posterior edge of plate elevated causing conjunctival erosion and hypotony of left eye. Choroidal effusion noted in 5/2003. The device was explanted in 2003 with no complications noted. The surgeon stated that in his preliminary opinion, this incident does not appear to be device related. No further info is available at the time of this report.